Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that the stent moved on balloon occurred. The target lesion was located in a coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced for treatment; however, the stent remained on the balloon and was removed from the original position. The stent was finally deployed using another balloon and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: promus element, mr, ous 3.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was not returned for analysis. It was deployed at the targeted lesion as per additional information. The stent od (outer diameter) at the time of manufacturing is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed and white dried media inside balloon body was also observed, this is consistent with device use. Stent crimp markings were visible on the balloon body indicating that the stent was crimped on the balloon prior to detachment. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that the stent moved on balloon occurred. The target lesion was located in a coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced for treatment; however, the stent remained on the balloon and was removed from the original position. The stent was finally deployed using another balloon and the procedure was completed. No patient complications were reported and the patient's status was stable.